Event description:
The customer reported that while the unit was in use on a pt, the electrical system of the console shutdown. The unit was turned off and then on; the monitor's display reappeared. Within minutes, the electrical system failed again. The pt was switched to another unit and therapy was continued. No pt injury was reported.